Manufacturer narrative:
The user used the secondary lamp available on this unit. This event should not have been reported as an MDR.

Event description:
During a vitrectomy procedure, illumination from this unit was flickering. Another unit was used to complete the procedure. There was no pt injury.